Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) lead exhibited high, out of range pace impedance measurements. Upon further review, there had been stored episodes with noisy signals and oversensing. At this time, no intervention has taken place. No adverse patient effects were reported. The system remains in service.